Event description:
Boston scientific received information that three months ago a red alert was generated for this system due to shocking impedance measurements greater than 125 ohms. At that time, the patient was brought into the clinic and the measurement was within normal limits and the physician decided to monitor the patient. Today, the measurement was noted to be intermittently greater than 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations and options and testing. A change in configuration to single coil was performed. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.